Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the external devices were unable to connect to the scs ipg. Re-programming did not provide resolution. Ipg was deemed inoperable. Reportedly patient had to charge the device for long period of time. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was explanted and replaced with another model and therapy was restored effectively.